Manufacturer narrative:
(B)(4). Date of initial report: 01/12/2016. Date of follow-up report: 02/19/2016. Evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no anomalies. The device was tested on porcine kidney tissue with multiple seals on vessels of various sizes, pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed cycles. The investigation found that the device functioned normally and within specifications. Review of the device history records for this lot found no potentially contributing entries to the reported issue, and no trend is associated with this complaint.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, the device did not adequately seal the tissue and after cutting, minor bleeding occurred. The device had performed multiple successful seals, and when the issue occurred, end tones were heard.